Manufacturer narrative:
(B)(4). Investigation summary received (B)(4) each of 2140j of lot number 183199. In addition, two photos were returned and reviewed. The investigation confirmed that the product inside of the sealed packages did not match the photo of the packaging. There was no thread on one end of the device and the incorrect type of connector on the other end of the device. This was also confirmed by the two photos returned. A review of the DHR shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction.

Event description:
It was reported that when the customer received their orders for product code 2140j that the pictures on the product labels are correct but the product that is inside the packages is not what they ordered. The adapters are different than the devices they previously ordered under the product code of 2140. There was no patient involvement.

Manufacturer narrative:
(B)(4). Date sent: 8/24/2018. This report was sent in error as the event had been previously reported under mwr #06072018-0000146571.